Event description:
Medtronic received info from a user facility medwatch report that 3 weeks following successful coronary artery bypass grafting (CABG), the pt presented with mediastinitis and was taken to the operating room (or) for mediastinal debridement. Three days following debridement, paralytic medications were discontinued and the pt was fully responsive and was thrashing. A large pool of blood was discovered and the pt was hypotensive. A 2 inch laceration of the right ventricle (rv) was discovered and direct manual pressure was applied. The pt was brought to the operating room for repair of the laceration. While on cardiopulmonary bypass (cpb), it was discovered that the arterial and venous cannula connections were reversed. The reversal was corrected and bypass resumed. An attempt to wean the pt from the cpb machine was unsuccessful and the pt expired. The cannulas were not returned for analysis. It was reported that the cannulas were inserted via a femoral approach, without direct visualization of the vessel. The surgeon indicated he had possession of the cannulas at all times and knew which was the venous and arterial. It was reported that the rv laceration was successfully repaired and the pt may have survived had the bypass been correctly connected.

Manufacturer narrative:
(B)(4). Eval method: device history could not be reviewed as no lot number was provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.